Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the circumstances that led to the spinal stenosis and implant blocking the sternum was increasing pain. The device was removed during surgery. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s whole spinal cord stimulation (scs) system was removed because the implantable neurostimulator (ins) was somehow blocking the ¿sternum¿ from functioning properly; they were diagnosed with severe spinal stenosis at l2 and l3. The spinal stenosis was noted to not be a pre-existing condition. There were no reports of device issues or allegations. There were no further complications reported or anticipated.